Event description:
Additional information was received that the daytime / nighttime programming function was disabled rather than individual daytime and nighttime settings being set to 0 ma prior to surgery, being the reason that the individual daytime and nighttime settings were not reported in the related session report as this is expected behavior when changing therapy modes versus adjusting settings individually. Internal generator data was also received and reviewed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during pre-op for a battery replacement, daytime and nighttime settings were disabled. On the related session report, daytime and nighttime changes were not reported separately and did not show that they were disabled. On the newly implanted device, daytime and nighttime settings were enabled and the session report showed both of these changes separately. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.